Event description:
It was reported that the physician checked the patient during the routine preoperative floor check as this patient was scheduled for a vascular procedure which was unrelated to our device. It was noted that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. A lead safety switch (lss) was triggered in may 2023. Unipolar lead tests were all within normal limits and sensing was also normal, however the rv lead had no capture and no sensing. Reprogramming was performed and this pacemaker device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the physician checked the patient during the routine preoperative floor check as this patient was scheduled for a vascular procedure which was unrelated to our device. It was noted that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. A lead safety switch (lss) was triggered in may 2023. Unipolar lead tests were all within normal limits and sensing was also normal, however the rv lead had no capture and no sensing. Reprogramming was performed and this pacemaker device remains in service. No adverse patient effects were reported.